Event description:
Representative was meeting with a physician when he reported in generalities that the surgical dressing cover is not flexible enough for the swelling that occurs at knee surgeries during the first 24 hours. He stated he has seen blistering under the hydrocolloid mass.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The physician did not provide any specific patient information. The territory manager informed at the next meeting she will review flexing knee prior to dressing application; not stretching the dressing; making sure skin is dry; and avoiding the use of mastisol adhesive. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).